Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated that the button error codes. Insulin pump also had rewind anomaly motor was slower and louder during rewind. Customer also reported batteries lasting less than 7 days and rejecting new batteries and drive motor anomaly like experiences motor errors. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.